Event description:
It was reported that the handpiece overheated prior to the start of a wisdom tooth extraction. The procedure was completed successfully with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of the device overheating during usage could not be duplicated, but the investigation is still in process. A follow-up report will be submitted if the final results of the quality investigation require one.